Manufacturer narrative:
H.6. Investigation: bd received 1 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for additive abnormality with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for additive abnormality with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use with a bd vacutainer® k3e 3.6mg plus blood collection tubes foreign matter was discovered in tube. The following information was provided by the initial reporter, translated from japanese to english: the customer reports that fm was found in a tube.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with a bd vacutainer® k3e 3.6mg plus blood collection tubes foreign matter was discovered in tube. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer reports that fm was found in a tube.